Manufacturer narrative:
(B)(4). The carefusion technical support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). The alleged faulty user interface module (uim) was received and routed to the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the user interface module (uim). The carefusion factory service technician replaced the control pcba and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion the user interface module (uim) was returned to the user facility ready to be reinstalled on the device so that it can be placed back into service.

Event description:
The user facility's biomed reported that device's touch screen is unresponsive to touch. There is no report of patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect control printed circuit board assembly for investigation. Upon inspection, damage was found to a capacitor within the assembly (c152). An investigation was performed and identified the root cause of the reported issue was due to corrupted boot loader within the software application. This issue will be internally investigated within carefusion.